Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that pacemaker was in back up mode due to event queue overflow. Programming changes were performed. The patient was in stable condition.